Event description:
The below report was received by health authority u.s. Food & drug administration (reference number: mw5110325) on 27-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of genital haemorrhage ("experienced heavy bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: patient-device incompatibility ("patient-device incompatibility"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion medically important), abdominal pain lower ("chronic abdominal pain from essure birth control/ abdominal pain"), pelvic pain ("pelvic pain from essure birth control") and menstruation irregular ("menstrual irregularities"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to genital haemorrhage, abdominal pain lower, pelvic pain or menstruation irregular. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (u.s. Food & drug administration, reference number: mw5110325) on 27-jun-2022. The most recent information was received on 18-jul-2022. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('experienced heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "patient-device incompatibility". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("chronic abdominal pain from essure birth control/ abdominal pain"), medical device pain ("pelvic pain from essure birth control") and menstruation irregular ("menstrual irregularities"). At the time of the report, the genital haemorrhage, abdominal pain lower, medical device pain and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, genital haemorrhage, medical device pain and menstruation irregular with essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.